Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported incomplete coaptation/slda could not be determined. The reported recurrent mr appears to be a result of the reported incomplete coaptation/slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted reducing mr to 2-3. On (B)(6) /2021, echocardiogram was performed; which showed that the clip (10125u184) detached from one leaflet and remained attached to the other leaflet (slda) and mr increased. No additional treatment is planned. No additional information was provided.